Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the lead was explanted and replaced due to impedances. No symptoms or stimulation issues were experienced as a result of this finding. The lead was disposed by the hospital and will not be returned for analysis. Postoperatively, the patient made a normal recovery.